Event description:
Related to MFR report # 2183959-2012-02277. "On or about (B)(6) 2011," an elevate was implanted to treat for "stress urinary incontinence and pelvic organ prolapse." Plaintiff's attorney alleges that the "products" have "caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering," and other damages. It was also alleged that the product caused, "plaintiff to suffer infection or inflammation, tissue abrasion, and other severe health consequences."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.